Event description:
The reporter stated, the surgeon inserted and removed an aq2010v silicone three piece lens with the same surgery due to the haptic tearing off. The incision was enlarged slightly to remove the lens and another same type lens was implanted. Sutures were not required to close the incision.

Manufacturer narrative:
.